Event description:
Device report from synthes reports an event in thailand as follows: this report is being filed after the review of the following journal article: phruetthiphat, o.a. Et al (2022), an innovative scoring system for predicting an excellent harris hip score after proximal femoral nail anti-rotation in elderly patients with intertrochanteric fracture, scientific reports, vol. 12 (19939), pages 1-8 (thailand). The aim of this retrospective study is to identify the predictive factors associated with an excellent outcome after pfna fixation, and to develop and validate a new integrated scoring system to predict the outcome after pfna fixation in elderly patients with an intertrochanteric fracture. Between january 2012 to december 2018, a total of 450 patients (127 male and 323 female) with a mean age of 80.6 ± 8.5 years (range, 60-102) were included in the study. All intertrochanteric fractures were fixed with a titanium pfna-nail (synthes). All patients were followed in clinic at 2 weeks, 4 weeks, 6 weeks, 3 months, 6 months, 9 months, and 1year after discharge from the hospital. The following complications were reported as follows: 4 patients died at 1 year follow-up. One-third of patients (33.5%) had tip apex distance (tad) in unacceptable range (> 30 or < 20 mm). A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown unk - constructs: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.